Event description:
Caller states during a correlation study the following coaguchek xs plus/coaguchek s results were obtained: see scanned table. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek xs plus system. Reference medwatch with a1 patient for suspect device in coaguchek s system.